Manufacturer narrative:
Requested product was not received for investigation. A device history review (DHR) from the same lot reported by the customer ((B)(6)) were tested with control solution instead. A visual inspection was also conducted on strip lot ((B)(6)) and ink on the test strips was not observed. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he had multiple vials of freestyle lite test strips and all of them had "ink inside the test strip vial". Customer further reported that on an unspecified date/time due to this he was brought to a hospital and was treated with an intravenous infusion of unknown type (customer did not know what medications were in the IV). No further information was provided by the customer as the call was disconnected prior to completing troubleshooting. Multiple, unsuccessful, attempts have been made to gather additional information. There was no report of death or permanent injury associated with this event.